Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cut was noted in the tubing of a duo-vent clearlink luer activated valve. It was further reported that the item was taken out of packaging and primed with IV solution and a leak in the tubing occurred. This event occurred during priming. There was no patient involvement. No additional information is available.